Manufacturer narrative:
A user preference issue was reported. The cuff component was visually inspected, microscopically examined. No damage or abnormality was noted, and no gel deposit was identified in the cuff. Droplets were noted in the cuff shell. These droplets are consistent with fluorosilicone droplets which are added to the cuff as part of the manufacturing process. Product analysis showed functionality of the device was as designed. The product record review indicated that the reported events do not represent an unanticipated event. The investigation conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. The reported events could not be confirmed or substantiated through the product investigation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that a 9cm artificial urinary sphincter (aus) cuff was tried and not used during an original implant procedure, due to the customer finding a gel deposit upon opening the cuff. The sales rep ensured the customer that the cuff was tested under pressure and the gel could be because of humidity but the customer did not want to take any risks and implanted an 8cm cuff instead. A patient outcome of good was reported.

Manufacturer narrative:
Additional information received that there were no patient clinical consequences only a longer operating time, but the patient outcome was good. The procedure was completed with another cuff. This occurred during the original implant surgery.

Event description:
It was reported that a 9cm artificial urinary sphincter(aus) cuff was tried and not used during an original implant procedure, due to the customer finding a gel deposit upon opening the cuff. The sales rep ensured the customer that the cuff was tested under pressure and the gel could be because of humidity but the customer did not want to take any risks and implanted an 8cm cuff instead. A patient outcome of good was reported.

Event description:
It was reported that a 9cm artificial urinary sphincter(aus) cuff was tried and not used due to the customer finding a gel deposit upon opening the cuff. The sales rep ensured the customer that the cuff was tested under pressure and the gel could be because of humidity but the customer did not want to take any risks and implanted an 8cm cuff instead.